Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported inflammation after durangen placement to treat/drain a hematoma due to mild and spaced convulsions. After surgery, the patient developed local brain inflammation, the patient was in serious condition. The inflammation was treated with drugs in the intensive care unit. A revision surgery was performed to remove the product without replacement. The patient was sent home; however, the speech region started to be affected and the seizures worsened after 30-40 days after surgery (first surgery). Currently, the patient is at home and stable, but not fully recovered, he continued with frequent seizures and speech problems and in rehabilitation. The doctor is unaware of patient¿s history of allergy or hypersensitivity to bovine or collagen products.

Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h6, h10. No unique device identifier (UDI) number is applicable for catalog # durs3391itl because they are exclusive for international market. Duragen was not returned for evaluation; therefore, an evaluation of the device could not be performed. The reported lot¿s device history record (DHR) was reviewed and no anomaly was observed that could have caused or be related to the reported condition. Also, retain samples evaluation did not reveal any condition that could be related to the reported inflammation. All duragen products are supplied sterile and nonpyrogenic in double peel packages. As per IFU the product is contraindicated ¿for patients with known history of hypersensitivity to bovine derived materials¿. In this case, this information is unknown since the information provided states that the ¿doctor is unaware of the patient's allergy or hypersensitivity to bovine or collagen products.¿ the cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.